Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, broken/ missing spring, cracked switch case. We believe the switch case was cracked and the customer continued to use.

Event description:
Customer stated the switch cracked and sparked.